Event description:
It was reported that during a visit to the pediatrician, a rn was checking the infant's heart rate and started CPR in the office at that time. The infant was transported to somerset hospital and subsequently to children's hospital where the infant remains at the present. The mother stated that during the office visit the oximeter did not alarm prior to the rn starting CPR. It is unknown if the probe (sensor) that was in use at the time was the one from the hospital or one of the probes the dme sent to the mother.

Manufacturer narrative:
Device evaluation in progress.